Event description:
The user facility reported a 55-year-old female was implanted with an impella device for mechanical circulatory support. It was reported that the staff observed a cracked purge arm on impella 5.5 and an ¿open purge alarm¿ was displayed. Purge bypass performed with mitigation of open purge alarm. Purge pressure and purge flows returned to normal. Pump function and flows did not appear to be impacted. The patient was supported throughout. Physician elected to replace affected pump with new 5.5. No reports of adverse events were reported.

Manufacturer narrative:
The returned purge sidearm was visually inspected and a crack on the male portion of the yellow luer was observed. Of note, sodium bicarbonate was used as a purge solution. Therefore, the root cause of the reported purge sidearm crack/leak was determined to be a damaged yellow luer. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.